Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device is receiving a low priority alarm: error code 1104 check vent backup alarm failed message. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer found error code 1104; backup alarm failed message. The customer wanted to know if the device is safe to use on patients. The customer was informed that the device is not safe to use, and that it needs to be serviced before being put back into use.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.